Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The stem shows evident signs of hydroxyapatite in the proximal area, particularly the anterior wall, probably due to a not correct anchorage to the bone. Evident scratches were noticed in the neck region and in the lateral wall, probably due to a forced removal of the stem. The ball head did not reveal particular signs, except for some little signs probably occurred during the revision surgery. From the received pieces it is not possible to determine the root cause of the event.

Manufacturer narrative:
On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: radiolucency on proximal part of the stem at 1,5 years after primary tha. Early revision has been performed. Available information is not sufficient to determine the cause for failure, cases of aseptic loosening are described in literature as possible adverse events in tha. The components look correctly implanted, although no postop radiograph is available. Batch review performed on 15 june 2016. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon found that the patient had zone 1 radiolucency. The surgeon revised the stem and head. The surgery was completed successfully. X-rays and explants are available.